Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance superior vena cava (svc) coil. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the svc coil impedance was varying greatly and alerted for out of range high svc impedance. Further testing will be performed.

Manufacturer narrative:
(B)(4).